Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-70; serial #: (B)(4); description: linear 3-4 lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing shocking at the lead site. It was also reported that there were high impedances. The patient underwent an explant procedure.